Event description:
It was reported that the patient's system controller display screen was blank. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the display being blank was not confirmed. The system controller (serial #: (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing and operated as intended. The lcd was faded; however, it was still readable and functional. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported event was unable to be reproduced during the investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook section 10 entitled ¿safety checklists¿ states ¿check the manufacture date on the label of all batteries. If a battery was manufactured more than three years ago, the battery has expired. Replace expired batteries. Do not use expired batteries.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.